Manufacturer narrative:
A ge rep conducted an onsite investigation. The service rep reseated the motor drive connections. Th system was tested and operates as intended.

Event description:
The customer reported that the vertical lift column on the 7900 system would not work. No pt injury was reported.